Manufacturer narrative:
The complaint was confirmed and is a user related issue. One per-q-cath 2fr s/l catheter was returned for evaluation. The catheter was cut at the distal end of the silicone overmold. One end of the catheter was rough and the other end of the catheter has been cut in angle. Tensile weakness was found in the rough end of the catheter. It appears that the catheter was overstretched beyond its elastic limit and broke off. A chr was not completed since the lot number was not provided by the complainant.

Event description:
It was reported that the PICC was opened and inserted without problems. After 48 hrs, when handling the patient, verified that the catheter was broken in the suture wing portion. It was not during medication and wash. PICC was connected to the infusion bomb with flow of 1 ml/hr.